Event description:
The customer reported receiving a no delivery alarm as well as a motor error alarm. The customer stated that the piston moved forward rather than rewinding. The customer's blood glucose was 74 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.